Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain cycle was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a drain cycle. The patient stated she disconnected from the hc and then reconnected. Gts explained the error indicated a large amount of air had entered into the disposable set. Gts advised the patient to either start over with new supplies or finish with manual supplies. No injury or medical intervention was reported.